Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient with an implanted pump. Indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the pump was removed over a year ago because it could not be secured after implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.